Event description:
It was reported that the inner ring of the cup is exposed, making it impossible to install the liner. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: taiwan. Visual examination of the returned product identified shell was returned with the lock ring chamfer orientation correctly facing upwards. Lock ring was bent and damaged in the lock ring groove. During evaluation, lock ring was removed to inspect for damage and found damage to both sides. Liner was deformed and outer spherical surface and wall near the lock ring groove showed damage indentation and deformation from the lock ring during attempted use. No other damage was noted. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.